Event description:
It was reported that the leadless pacemaker with this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate anti-tachycardia pacing (atp) for the supraventricular tachycardia (svt) of this patient. At this time, no adverse patient effects have been reported. This product remains in-service. Additional information received indicates that the patient with this s-ICD received an inappropriate electric shock due to oversensing from the electrode and was inappropriate due to the position of the patient during a test. The physician was aware of this and made no changes. Currently, this product remains in service and no additional adverse patient effects were reported.